Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was not reported. The same day of peritonitis diagnosis, the patient was hospitalized for peritonitis. The patient was treated with viccillin (4g, intraperitoneal) for peritonitis. At the time of this report, the patient was not recovered from the event and pd therapy was ongoing. No additional information is available.